Manufacturer narrative:
(B)(4). Conclusion: actual device was returned for evaluation. Visual inspection was performed on the foil pouch. A tear of 0.125" approximately was noted on the front printed side of the pouch at the peel zone. No bulge, hole or wear condition was noted on the sealed area. The package was opened carefully to check the direction of puncture and the device was removed from package. Package condition indicates that at an unknown point the foil pouch was impacted and it lost the sterile barrier as a result of a severe non-normal handling. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and absorbable straps were used. When the or staff were setting up for the procedure, it was observed that the packing on the device packaging was punctured prior to opening in the or. The device was removed from the or and a like device was used. There was no patient involvement and no adverse patient consequences reported.